Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duragen plus (dp1033i) was not returned returned; therefore, an evaluation of the device could not be performed. However, investigation of retained samples was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - five (5) boxes of retain sample units were visually inspected: the dispenser boxes and contents were in good condition, tray sealing area was complete, and no defects were observed on the sponge product. Medical assessment - a medical assessment was performed to evaluate the possible relation between the reported event and product use. The assessment concludes the following: there is insufficient information to suggest that the adverse event reported was due to the duragen plus. Information regarding the patient¿s other relevant medical history, lab results, and any details surrounding the intra-operative procedure were not provided by the customer. A fibrin sealant (tisseel, baxter) was reported to have been used with the duragen plus. As a precaution per the duragen plus¿ instructions for use (IFU), it cautions ¿when using duragen plus matrix in conjunction with surgical sealants. Clinical experience suggests that there may be an increased risk of cerebrospinal fluid (csf) leakages in these situations¿. In addition, cerebrospinal fluid (csf) leak is a known possible complication with any neurosurgical procedure.¿ root cause - based on the available information and the medical assessment provided, there is insufficient information to suggest that the adverse event reported was due to the use of duragen plus. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that in recent cases of re-exploration & repair of cerebrospinal fluid (csf) fistula in spinal tumor-operated patient, duragen plus - adhesion barrier matrix (dp1033i) was used along with tisseel, and by next day of surgery, csf leakage occurred. They then used fat graft and tisseel and had satisfactory results; now they mostly prefer fat graft and tisseel for their surgeries. Further information provided on this case as follows: patient concurrent condition was not reported. No family history was reported. Past medication was not reported. Co-suspect medication was not reported. Concomitant medication was reported as tisseel. At the time of the reporting, outcome of the events csf leakage happened (cerebrospinal fluid leakage) was resolved and (device ineffective) was unknown. No relevant lab data was reported. The action taken with duragen plus (adhesion barrier matrix) was unknown. Reaction description as per reporter: causality for the event device ineffective and csf leakage was not reported by the reporter for duragen plus (adhesion barrier matrix). Reporter did not report the seriousness of the events. Company remarks (sender's comments): this case was assessed as serious due to other medically important condition and hospitalization. This case was verified by a physician. The causality for the reported events was not assessable due to limited information regarding event onset date, therapy details, complete medical history and concomitant medications. As per company label, cerebrospinal fluid leakage is listed, device ineffective is unlisted. Concomitant drug(s) and dates of administration (exclude those used to treat reaction) 1) tisseel (thrombin).